Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has been performed on the returned adc charging cable and burning to the micro usb end of the charging cable was observed. Visual inspection has also been performed on the returned reader's charging port and evidence of burning to the plastic casing around the usb port was observed. The returned adc charging cable was tested and failed due to damaged pins. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly); no issues were observed. The reader battery voltage was measured and a power consumption test was performed and both were within specification. The current draw on the returned reader was within specification, which indicates that the reader did not have sufficient power to cause the reported damage. The returned reader was placed under a thermal camera and no hot spots were observed. The burning around the usb port was due to a high heat event. The charging cable and adapter which is provided by adc produces 2.75 watts of power, which does not produce enough heat to cause the damage observed. Therefore, the issue is not confirmed. In addition, the DHR for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire from their adc device. Customer further reports the device melted while it was charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-2023. Adc field action fa1005-2023 was issued to the us 09feb2023.

Manufacturer narrative:
An additional investigation was conducted. Reader jngb183-k0143 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. However, the returned reader revealed melted usp port and usb charging cable. The adaptor was not returned. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. An extended investigation was further performed. Visual inspection has been performed on the returned products and yellow adc cable was returned with signs of burning on micro-usb end. Reader usb port showed signs of burning as well as the plastic casing around the usb port. The adapter was not returned. Cable pins were damaged and was unable to pass cable test. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. It was determined that the root cause of the burning around the usb port was due to a high heat event. The amount of heat necessary to induce melting/burning could not have been a result of the adapter shipped with the reader, as the adapter was only capable of outputting a maximum of about 2.75w. The user did not use the product as instructed. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack if the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire from their adc device. Customer further reports the device melted while it was charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire from their adc device. Customer further reports the device melted while it was charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c. Adc field action fa1005-2023 was issued to the us 09feb23.